Manufacturer narrative:
Concomitant medical products: product ID 863740, serial# (B)(4), implanted: (B)(6) 2005. Product type: pump: product ID 8840, serial# unknown. Product type: programmer, physician. (B)(4).

Event description:
It was reported that the pt presented with fluid leakage from the l1 incision as well as incisional wound opening. It was reported that the pt did receive perioperative antibiotics. The pt did not have meningitis. A culture was obtained from the lumbar region which grew pseudomonas mrsa. In 2008, the pt underwent a wound washout. The pt was also treated with IV antibiotics. It was reported that the infection was ongoing. The pt's pump contained lioresal 2000 mcg/ml at 431.7 mcg/day. The hcp also reported that the pt was at increased risk of infection prior to implant due to an autoimmune disorder and her debilitated status.

Event description:
It was later reported that the lab work results from (B)(6) 2008 revealed multiple bacterial types on the gram stain. The severity was reported as severe and the etiology possibly related to the implant procedure. The outcome was resolved without sequelae.